Event description:
It was reported that the pt's device was not working properly. It was causing shocks and pain in the perineum, vagina, and clitoris and, provided little therapeutic benefit. X-ray of the device was unremarkable. Several reprogramming sessions were performed and it was discovered that the device had undergone a power-on-reset and, the battery had rapidly depleted. The device was not responding to the pt programmer. Only case and lead electrode #0 were functioning. All other impedances were greater than 4,000 ohms. The pt was awaiting replacement of the device. At the time of this report there was no injury.